Manufacturer narrative:
Product event summary: analysis of the device memory indicated a partial electrical reset.

Event description:
It was reported the device experienced a power on reset (por) due to a bit flip in part the non-critical memory. The por was cleared and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 5076-52 implantable pacing lead, implanted: (B)(6) 2010; product ID 5076-45 implantable pacing lead, implanted: (B)(6) 2010. (B)(4).